Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was placed in the patient's airway, two days later it was found that the cuff had leaked and there was a drop in tidal volume. It was reported that the patient had to be re-intubated due to the issue.